Event description:
While setting up to remove a polyp by hot cautery, dr. Removed the scope from the patient and found that it was defective. We also noticed black flakes on the used gauze squares. We immediately notified the clinical coordinator. When dr. Put a new scope into the patient black flakes could be seen inside the colon.